Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.